Event description:
Follow up information received reported that cause of the issues had not been determined and that the possible revision procedure was still pending. If additional information is received, a follow up report will be sent.

Event description:
Further follow up information received reported no revision had been performed as the patient decided not to proceed with it at this time. If additional information is received, a follow up report will be sent.

Event description:
It was reported that during the implant, less than two months prior to the report, it was noted that 2 of the contacts would not register with low impedances. (For the information on impedance issues with the same leads but with the previous ins (implantable neurostimulator), see manufacturer report # 3004209178-2013-10631.) Lead impedances were within normal limits directly, but when inserted into the block multiple times, all 16 electrodes could not be all read within range. Two electrodes still remained out of range. The stimulation was programmed around the out of range leads and the patient had good stimulation and coverage. It was reported that, until one day prior to the report, the patient was seen at his pain physician's office stating that he could not feel any stimulation and that there was increased pain to the area. The patient was seen one day prior to the report and it was found that he had 5 electrodes out of ranges with both 0.70v and 3.0v impedance test settings. Impedance check found originally 7 electrodes out of range on the 0.70v standard setting. Another impedance check was run at 3.0 and only 5 came back out of range. The stimulation was reprogrammed around the bad leads to provide some stimulation. A revision of leads and possible ins was scheduled for (B)(6) 2013 at which time there might be a need to replace the leads and/or the ins. It was also reported that 5 electrodes were out of range, 2 on the left lead and 3 on the right. Intra operative testing of leads and battery would be performed. Pain at the lead location was noted as the symptom or complication associated with this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).